Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the cartridge had been in use for 3 days. Tandem technical support informed the customer that humalog filled cartridges should be changed every 48 hours. A system check was performed and the occlusion was found to be within the cartridge. Additionally, it was reported blood glucose (bg) level ranged between 484-561mg/dl due to an unknown cause. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.